Event description:
Today, but multiple times before, I noticed a very small white strip of contaminant in my insulin transfer syringe. Previous times it floated in the insulin, and/or clogged the syringe such that it took excessive force to remove it. I capture the one I found today (rather than launching it across the room in an insulin jet) and took pictures and felt it. It appears to be a very small piece of white plastic and seems to be identical to others I've seen drifting about in my insulin. Not exactly reassuring. I've retained the object in this syringe, though I did touch it, and took pictures of it on my fingertip. It's a couple millimeters in length, as wide as a fingerprint ridge, and quite thin in the remaining dimension. FDA safety report ID# (B)(4).